Manufacturer narrative:
The t:flex pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 333 mg/dl at the highest. The customer delivered a bolus address bg level. The customer reported that the cause of the high bg was unknown but stated had scar tissue and may need to adjust settings that was provided by their healthcare. Additionally, the customer reported receiving an incomplete bolus alert. The customer's blood glucose level was 242 mg/dl at the time of the report. Tandem technical services educated the customer on the meaning of the incomplete bolus alert. The customer acknowledged.